Manufacturer narrative:
(B)(4). Batch # n91292. The analysis results found that the er320 device was returned with 1 clip jammed between the top shroud and the floor; the clip was removed in order to inspect the jaws and they were found to be yielded. Upon cycling, the device was noted to be with the handle seam open; due to this condition, no functional testing could be performed to evaluate the reported incident. The device was disassembled in order to evaluate the condition of the internal components and the components were noted to be out of there intended position. 15 clips were found inside the clip track. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. No conclusion could be reached as to what may have caused the found damage. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device jammed on the second firing. Procedure was completed with another device of the same product code. There were no patient consequences reported.